Event description:
Lead warning, low patient activity, sensing integrity warning, 4 vt-ns, 9 minutes in at/af since last session. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).